Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine during drain after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) discovered that the initial drain alarm was set to 0 ml. The tsr recommended that a registered nurse (rn) set the initial drain alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing. The device was reworked and passed all subsequent testing; the device was found to be performing as designed. The reported issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history record review will be completed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The homechoice machine was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.